Event description:
Ischemic right lower extremity s/p intra-aortic balloon pump removal. S/p recent orthopedic and cardiac surgery. An intra-aortic balloon was attempted to be pulled earlier in the day; however, there were significant complications in removing it with a clot in the line drive that necessitated further cut down onto the vessel with thrombus resulting after removal. Pt returned to surgery for femoral cut down and removal of catheter.